Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly was fractured and kinked on the proximal end, the pet lock was not present, the pull wire was retracted from the pusher assembly ddt, and the embolization coil was detached from the pusher assembly. These damages likely occurred during manual detachment attempted during the procedure. The detached embolization coil was not returned for evaluation. Based on the returned condition, the root cause of the reported detachment issue could not be determined. Further evaluation of the device revealed kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported initial detachment issue on the smart coil.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle, and a non-penumbra microcatheter. During the procedure, while advancing a smart coil into the target vessel using the microcatheter, the physician experienced resistance. Next, the physician attempted to detach the smart coil using the handle; however, it failed to detach. Therefore, the physician manually detached the smart coil and used a microwire to push the smart coil into position. The procedure was completed using another smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.